Manufacturer narrative:
As part of normal complaint follow-up, an eval of the event was initiated at mako surgical. The surgeon stated that the stem was implanted slightly varus, and the standard stem combined with short head length could have caused joint impingement leading to the dislocation. The surgeon also ordered a CT scan of the pt, and said the position of the acetabular cup looked great. These facts led the surgeon to revise the acetabular liner and femoral head as specified in order to address the frequency of the dislocation.

Event description:
The surgeon had performed a successful makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio) and the restoris pst/tfs total hip system. On the date of the event, the surgeon performed a revision of the femoral head and acetabular liner for a patient who experienced two dislocations. The first time the patient had dislocated the hip while bending down on all fours on (B)(6) 2014. The pt was treated at a different hospital with a closed reduction, and sent home with no precautionary instructions. The patient dislocated a second time two days later while sitting on a low toilet. The surgeon performed the revision, replacing the acetabular liner to allow a larger head diameter, and increasing femoral head length.